Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was unable to rewind. The customer did not let the dual bolus complete before the set change and was advised that the insulin pump would not rewind while the dual bolus or a temp basal was running.